Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. Customer's blood glucose was 45 mg/dl. It was unknown if the auto mode feature was active or not at the time of incident. Customer stated replace battery as it was broken and power loss alarm. The insulin pump will be not returned for the analysis.